Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to open or close (clip jumping) could not be confirmed as no issue was observed during device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history did not identify any other similar incidents reported for the reported difficult to open or close (clip jumping) from this lot. Based on the information reviewed and in the absence of a confirmed failure mode, a definitive cause for the reported difficult to open or close (clip jumping) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip jumping open during final arm angle testing. It was reported that the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the patient anatomy. The clip was placed on the leaflets and establish final arm angle (efaa) testing was performed; however, the clip jumped open approximately 170 degrees after turning the arm positioner knob. The lock lever was confirmed to be in the locked position. The decision was made to not use the device and the clip and cds were removed from the patient anatomy without issue. The procedure was completed with implantation of two clips, reducing mr from grade 3 to grade 1. No additional information was provided.